Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from fasting back to back blood tests using truemetrix air meter of 101 and 77 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is 09/17/2016. The customer stated she manages it with diet and exercise and she has had no changes in her diet. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 4 results provided in the meter's memory customer is concern that the numbers vary quickly. Customer test fasting. No back to back test was done since the customer stores the product incorrectly. The customer does not take any medication to manage her diabetes. Customer manages it with diet and exercise and has no changes in the diet.